Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction from the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the affected area is red with some scarring. Patient treats the affected area with an over the counter, topical antibiotic. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).